Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed called in to report that the vent shut down during ventilation. The device has been pulled from service. Manually bagged pt and put pt on another vent no health impact or consequences.

Event description:
The following was reported to hamilton medical ag: biomed called in to report that the vent shut down during ventilation. The device has been pulled from service. Manually bagged pt and put pt on another vent. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Additional information added in follow-up #2 cer 154878. Field b4, g6, h2, h3, h6 and h11 updated. During ventilation the ventilator went into safety mode and alarmed with respective tfs. During safety mode, the ventilation is not interrupted but the device must be either re-started or exchanged. The patient could be transferred to a different ventilator in a planned manner and the device alarms consequently about the safety mode. In the present case, the patient was bagged and exchanged to another device. Never the less, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a software issue.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed called in to report that the vent shut down during ventilation. The device has been pulled from service. Manually bagged pt and put pt on another vent. No health impact or consequences.